Event description:
It was reported that the patient's right ventricular (rv) lead was being revised for exhibiting low pacing impedance. During the procedure, the lead's insulation was noted to be frayed. The physician explanted and successfully replaced the rv lead. The patient was stable.

Manufacturer narrative:
The reported events of low pacing lead impedance and insulation damage were confirmed. As received, a complete lead was returned in one piece. Visual inspection found an external insulation abrasion breaching all cable lumens, polytetrafluoroethylene (ptfe) liner and exposing the inner coil at the proximal region of the lead. One of the ring electrode cable coatings was found abraded in this region. The cause of the reported events was due to the external insulation abrasion consistent with friction to the device can.